Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.